Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device analysis was performed. Device inspection showed zero issues. Device logs show functional behavior. The reported complaint cannot be confirmed. Device investigation showed zero issues. The ipg was functional and measured impedances using a test lead were acceptable. No problem detected was chosen as conclusion code. No issues related to impedance were seen during investigation. Correction: block g2: report source.

Event description:
It was reported the patient stated their device has not worked. The patient had high impedance. The clinical specialist tried to connect to the device, but there was nothing that could be done. The patient had their tined lead and neurostimulator explanted on (B)(6) 2025. The patient is not considering a re-implant. The patient is doing well.

Event description:
It was reported the patient stated their device has not worked. The patient had high impedance. The clinical specialist tried to connect to the device, but there was nothing that could be done. The patient had their tined lead and neurostimulator explanted on (B)(6) 2025. The patient is not considering a re-implant. The patient is doing well.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).